Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -0.50/+6.0/098 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The reporter indicated the patient experienced a refractive surprise. The lens was repositioned and the problem was resolved. The lens remains implanted. The reporter indicated the cause of the event was due to patient related factor.

Manufacturer narrative:
Additional data: the reporter indicated the "lens was not stable" on (B)(6) 2019. On (B)(6) 2019 the reporter stated, "the surgeon tried to correct the refractive surprise with a repositioning of both lenses. For this he rotated the misaligned ticls to he axis of the iods. After that (1day postop) first the refractions were good and everything was fine. At the next examination mid of (B)(6) the ticls have rotated again to the same misaligned axis as before. In this position the lenses were now stable and so the surgeon decided to make a laser touch up to correct the residual refraction on both eyes". Patient code: 3191 secondary surgical intervention, laser touch up. Claim# (B)(4).

Manufacturer narrative:
Corrected data: device code: (B)(4). Not included in the supplemental MDR#2 claim #(B)(4).

Manufacturer narrative:
Additional data: the reporter indicated the patient had decided not to have a lvc procedure to correct current refractive error after ticl implantation. The plan is to explant the lens. Corrected data: patient code: 3191 - (secondary surgical intervention, laser touch up) - previous code not applicable, patient decided not to have laser touch up (lvc). Claim # (B)(4).